Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: during the visual inspection of lot # 20260130-0119d8 fentanyl drips, one (1) bag was discovered to have a dark/round particulate. The unit is available for evaluation. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). An image of the printed label text was provided. The provided image did not show the reported defect. Therefore, the defect was unable to be confirmed or assessed. Retained units were evaluated and passed the internal testing. Review of the non-conformance system database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in-process or final product inspection. The batch record was also reviewed, and the batch met and passed all release criteria and tests. No samples were returned for evaluation in connection with this incident. Without the actual sample, a thorough sample analysis could not be performed, and no specific conclusions could be drawn. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.